Event description:
It was reported there was no bipolar stimulation (only unipolar). The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary (B) (4) preliminary testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.